Event description:
It was reported that the customer had low blood glucose levels of 33 mg/dl. The customer treated with orange juice. The customer reported a finish loading alarm from the insulin pump. Troubleshooting was done and cleared the alarm. The customer was advised to monitor the low blood glucose levels and to call back should the issue persist. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).